Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Alarm reoccurred after a second cartridge was loaded. Customer went to the emergency room with blood glucose value of 600 mg/dl and ketones. Customer was treated with intravenous saline and insulin. Reportedly, customer reverted to an alternate method of insulin therapy. Customer declined follow up with tandem technical support, therefore release date or further information was unable to be obtained.